Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300 mg/dl range. Insulin injections were administered to address the bg level. After the occlusion alarm, the customer would clear the alarm without changing any supplies on the pump. The contact disconnected the customer from the pump and was using insulin injections to manage diabetes.